Event description:
The initial complaint was reviewed and found not reportable. It was further reported that there is no allegation of deficiency against this device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that the patient underwent surgery on an unknown date. On the 8-week follow-up, all was good. A few days later, on (B)(6) 2023, the patient experienced massive pain after mdf closed wedge osteotomy. The CT showed broken screws in the distal femur. A revision is planned. This report involves one 3.5mm ti locking screw self-tapping 55mm. This is report 1 of 5 for (B)(4).